Event description:
It was reported that during a stenting procedure for stenosis in the right internal carotid artery c6 segment, the subject guidewire tip had broken off, with approximately 50 mm of the subject guidewire tip remaining in the patient. After deflating the balloon post angioplasty, the catheter was advanced along the balloon to the distal end of the lesion in an attempt to retrieve the broken subject guidewire with balloon cooperation, but this was unsuccessful. Subsequently, the physician advanced a microcatheter and deployed a retriever in an attempt to retrieve the broken guidewire, but this also failed. The physician deployed a stent to press down the broken guidewire . There was a surgical delay of 3 hours due to this event. Angiography showed patent vessels, and the patient returned to the ward safely.

Manufacturer narrative:
D4-expiration date-updated. D4- gtin- updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. H4- manufacturing date- updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was seen to be kinked. The guidewire was fractured along the nitinol tubing at 291cm with the core and platinum wire missing. The distal fragment was not returned. The functional inspection was not applicable. The reported event ¿guidewire distal tip broken/fractured during use¿ was confirmed during analysis the reported event ¿un-retrieved device fragments¿ can be confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that while advancing a microcatheter along with the previous used guidewire to the middle cerebral artery (mca), the physician encountered abnormal delivery of the guidewire. Upon withdrawal, it was found that the guidewire exhibited a stretched and untwisted state approximately 40-50 cm from the tip. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. The wire was torqued a little to overcome the resistance. The device was returned and it was confirmed that the distal end of the guidewire had been fractured and there was also kinking noted to the guidewire. It is probable that the severe tortuosity caused the guidewire to fracture and remain in the patient's anatomy. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip broken/fractured during use', and ¿un-retrieved device fragments¿ and to the analysed event ¿guidewire kinked/bent¿ and ¿guidewire distal tip broken/fractured during use¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a stenting procedure for stenosis in the right internal carotid artery c6 segment, the subject guidewire tip had broken off, with approximately 50 mm of the subject guidewire tip remaining in the patient. After deflating the balloon post angioplasty, the catheter was advanced along the balloon to the distal end of the lesion in an attempt to retrieve the broken subject guidewire with balloon cooperation, but this was unsuccessful. Subsequently, the physician advanced a microcatheter and deployed a retriever in an attempt to retrieve the broken guidewire, but this also failed. The physician deployed a stent to press down the broken guidewire . There was a surgical delay of 3 hours due to this event. Angiography showed patent vessels, and the patient returned to the ward safely.